Event description:
It was reported that there was t-wave oversensing post vpace on the right ventricular (rv) lead. The rv sensitivity setting was adjusted to take care of the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.